Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed on (B)(6) 2010. According to the complainant, the patient underwent a biliary stent placement for a biliary stricture secondary to a liver transplant. This was an out-patient procedure. The stricture had been previously treated with a sphincterotomy and balloon dilatation; however, a sphincterotomy was not performed during this procedure. The stent was deployed across the stricture, but the stent did not expand or foreshorten as much as expected and ended up extending 3cm into the duodenum. There was also a waist on the stent at the level of the ampulla. The anastomoses and subsequent stricture was reported to be located high in the duct and the physician stated that there was only a limited amount of space (1cm to 1.5cm) to locate the proximal end of the stent above the stricture and below the hilum. Later that day, in the recovery room post-procedure, the patient reported nausea and abdominal pain in the upper right quadrant. The patient was hospitalized. An abdominal series was performed and x-ray revealed that the stent was in satisfactory position. There was no evidence of pneumobilia, intestinal gas patter was normal, and there was no evidence of free air. The stent was not removed. On (B)(6) 2010, elevated liver function tests (lfts) were detected. On (B)(6) 2010, it was reported that the nausea was resolved without residual effects and the abdominal pain was improving. According to the physician, the nausea and abdominal pains were not related to the malfunction of the stent. Since (B)(4) 2010, additional information was received: the event of abdominal pain in the upper right quadrant was reported as resolved. Abdominal series done post-ercp on (B)(6) 2010 revealed no evidence of bowel dilation or air fluid levels. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, 21 days post stent placement, the patient presented with biliary obstructive symptoms. These included right upper quadrant pain, fever and chills, jaundice, itching and dark urine. Liver function tests were elevated. The patient was reported as experiencing cholangitis from stent obstruction. A cholangiogram performed on (B)(6) 2010 revealed the stent was occluded with food and debris. The stent was reported to have shortened to a good position, with drainage outside the ampulla and full expansion. The cholangiogram also revealed mild narrowing at the common hepatic duct. There was debris in the right hepatic duct. On (B)(6) 2010, while attempting to clear the study stent with a balloon, the study stent "fell out." The stent was removed using forceps and grasping the distal end of the stent and removed with the scope. There were no clinically significant complications or technical complications during the stent removal. After clearing the debris from both hepatic ducts, a plastic stent was placed. The investigator assessed this event as probably related to the device, and the event was reported as not resolved. On (B)(6) 2010, 7 days post stent removal, the patient had elevated bilirubin levels. The remaining liver function test assessments were reported as improving. An ercp was planned for (B)(6) 2010. The investigator assessed the elevated bilirubin levels as possibly related to the study stent. On (B)(4) 2010, boston scientific became aware that the balloon used to clear the stent was an extractor rx retrieval balloon (device model, catalog number, and lot number are unknown). See MFR. Report # 3005099803-2010-03590.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed on (B)(6) 2010. According to the complainant, the patient underwent a biliary stent placement for a biliary stricture secondary to a liver transplant. This was an out-patient procedure. The stricture had been previously treated with a sphincterotomy and balloon dilatation; however, a sphincterotomy was not performed during this procedure. The stent was deployed across the stricture, but the stent did not expand or foreshorten as much as expected and ended up extending 3cm into the duodenum. There was also a waist on the stent at the level of the ampulla. The anastomoses and subsequent stricture was reported to be located high in the duct and the physician stated that there was only a limited amount of space (1cm to 1.5cm) to locate the proximal end of the stent above the stricture and below the hilum. Later that day, in the recovery room post-procedure, the patient reported nausea and abdominal pain in the upper right quadrant. The patient was hospitalized. An abdominal series was performed and x-ray revealed that the stent was in satisfactory position. There was no evidence of pneumobilia, intestinal gas patter was normal, and there was no evidence of free air. The stent was not removed. On (B)(6) 2010, elevated liver function tests (lfts) were detected. On (B)(6) 2010 it was reported that the nausea was resolved without residual effects and the abdominal pain was improving. According to the physician, the nausea and abdominal pains were not related to the malfunction of the stent. Since (B)(4) 2010, additional information was received: the event of abdominal pain in the upper right quadrant was reported as resolved. Abdominal series done post-ercp on (B)(6) 2010 revealed no evidence of bowel dilation or air fluid levels. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, 21 days post stent placement, the patient presented with biliary obstructive symptoms. These included right upper quadrant pain, fever and chills, jaundice, itching and dark urine. Liver function tests were elevated. The patient was reported as experiencing cholangitis from stent obstruction. A cholangiogram performed on (B)(6) 2010 revealed the stent was occluded with food and debris. The stent was reported to have shortened to a good position, with drainage outside the ampulla and full expansion. The cholangiogram also revealed mild narrowing at the common hepatic duct. There was debris in the right hepatic duct. On (B)(6) 2010, while attempting to clear the study stent with a balloon, the study stent "fell out." The stent was removed using forceps and grasping the distal end of the stent and removed with the scope. There were no clinically significant complications or technical complications during the stent removal. After clearing the debris from both hepatic ducts, a plastic stent was placed. The investigator assessed this event as probably related to the device, and the event was reported as not resolved. On (B)(6) 2010, 7 days post stent removal, the patient had elevated bilirubin levels. The remaining liver function test assessments were reported as improving. An ercp was planned for (B)(6) 2010. The investigator assessed the elevated bilirubin levels as possibly related to the study stent. On (B)(4) 2010 boston scientific became aware that the balloon used to clear the stent was an extractor rx retrieval balloon (device model, catalog number, and lot number are unknown). See MFR. Report # 3005099803-2010-03590.

Manufacturer narrative:
(B)(4): medical intervention; elevated liver function tests; hospitalization; dark urine; cholangitis. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pain, fever, nausea, jaundice and stent occlusion are listed in the dfu for this product as potential complications associated with the use of this device. Therefore, based on this information the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed on (B) (6) 2010. According to the complainant, the patient underwent a biliary stent placement for a biliary stricture secondary to a liver transplant. This was an out-patient procedure. The stricture had been previously treated with a sphincterotomy and balloon dilatation; however, a sphincterotomy was not performed during this procedure. The stent was deployed across the stricture, but the stent did not expand or foreshorten as much as expected and ended up extending 3cm into the duodenum. There was also a waist on the stent at the level of the ampulla. The anastomoses and subsequent stricture was reported to be located high in the duct and the physician stated that there was only a limited amount of space (1cm to 1.5cm) to locate the proximal end of the stent above the stricture and below the hilum. Later that day, in the recovery room post-procedure, the patient reported nausea and abdominal pain in the upper right quadrant. The patient was hospitalized. An abdominal series was performed and x-ray revealed that the stent was in satisfactory position. There was no evidence of pneumobilia, intestinal gas patter was normal, and there was no evidence of free air. The stent was not removed. On (B) (6) 2010, elevated liver function tests (lfts) were detected. On (B) (6) 2010, it was reported that the nausea was resolved without residual effects and the abdominal pain was improving. According to the physician, the nausea and abdominal pains were not related to the malfunction of the stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed on (B)(6) 2010. According to the complainant, the patient underwent a biliary stent placement for a biliary stricture secondary to a liver transplant. This was an out-patient procedure. The stricture had been previously treated with a sphincterotomy and balloon dilatation; however, a sphincterotomy was not performed during this procedure. The stent was deployed across the stricture, but the stent did not expand or foreshorten as much as expected and ended up extending 3cm into the duodenum. There was also a waist on the stent at the level of the ampulla. The anastomoses and subsequent stricture was reported to be located high in the duct and the physician stated that there was only a limited amount of space (1cm to 1.5cm) to locate the proximal end of the stent above the stricture and below the hilum. Later that day, in the recovery room post-procedure, the patient reported nausea and abdominal pain in the upper right quadrant. The patient was hospitalized. An abdominal series was performed and x-ray revealed that the stent was in satisfactory position. There was no evidence of pneumobilia, intestinal gas patter was normal, and there was no evidence of free air. The stent was not removed. On (B)(6) 2010, elevated liver function tests (lfts) were detected. On (B)(6) 2010, it was reported that the nausea was resolved without residual effects and the abdominal pain was improving. According to the physician, the nausea and abdominal pains were not related to the malfunction of the stent. Since (B)(4) 2010, additional information was received: the event of abdominal pain in the upper right quadrant was reported as resolved. Abdominal series done post-ercp on (B)(6) 2010 revealed no evidence of bowel dilation or air fluid levels. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, 21 days post stent placement, the patient presented with biliary obstructive symptoms. These included right upper quadrant pain, fever and chills, jaundice, itching and dark urine. Liver function tests were elevated. The patient was reported as experiencing cholangitis from stent obstruction. A cholangiogram performed on (B)(6) 2010 revealed the stent was occluded with food and debris. The stent was reported to have shortened to a good position, with drainage outside the ampulla and full expansion. The cholangiogram also revealed mild narrowing at the common hepatic duct. There was debris in the right hepatic duct. On (B)(6) 2010, while attempting to clear the study stent with a balloon, the study stent "fell out." The stent was removed using forceps and grasping the distal end of the stent and removed with the scope. There were no clinically significant complications or technical complications during the stent removal. After clearing the debris from both hepatic ducts, a plastic stent was placed. The investigator assessed this event as probably related to the device, and the event was reported as not resolved. On (B)(6) 2010, 7 days post stent removal, the patient had elevated bilirubin levels. The remaining liver function test assessments were reported as improving. An ercp was planned for (B)(6) 2010. The investigator assessed the elevated bilirubin levels as possibly related to the study stent.

Manufacturer narrative:
A visual examination revealed that only the fully expanded stent was returned for review and the stent delivery system was not returned. Visual and microscopic examination of the stent noted a number of holes in the stent cover at the distal end of the stent. An area of possible tissue ingrowth/overgrowth was present at the proximal end (retrieval loop end) of the stent. No other issues were noted with the stent. The damage to the stent cover at the distal end of the stent most probably occurred while attempting to clear the stent with the balloon and also during removal of the stent from the patient "by grasping the distal end of the stent with a forceps." Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pain, fever, nausea, jaundice and stent occlusion are listed in the dfu for this product as potential complications associated with the use of this device.

Manufacturer narrative:
(B) (4) - no code available (elevated liver function tests / x-rays / hospitalization).no code available (stent expansion issues)the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Study source: (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.